Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/07/2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. It was reported that the pump¿s audio tone alarm had intermittent sound and was ¿making beeping noises randomly.¿ the vibration alarm was reportedly functioning properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump black box showed no alarms related to complaint. During investigation the pump powered on normally with no alarms occurring. The pump was exercised for 24 hours with no alarms. The audio tone alarm was found to function properly; the sound level was within specification. The original complaint of an intermittent sound issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.